Event description:
It was reported that the device was not fully charging. The device will go up to 120j and not go higher. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control recommended customer the replacement of the power conversion board to restore proper device operation. The device will not be returned to physio-control for evaluation. The customer later confirmed that proper device operation was observed after replacing the power conversion board.